Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2008. Some time after the implantation, pt began experiencing pain, and her blood work showed excessive levels of chromium and cobalt. Pt has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2008. Some time after the implantation, patient began experiencing pain, and her blood work showed excessive levels of chromium and cobalt. Patient has not yet scheduled an explantation of the asr hip implant. Update: the sales rep reported the revision surgery. The acetabular cup wsa loose, showed no sign of ingrowth. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.